Event description:
It was reported that the customer received multiple unspecified alarms that stopped insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion sets to resolve the issues.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.